Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated troponin I results is unknown. The dimension vista troponin I (ctni) is recovering an elevated troponin value over time of 4 ng/ml since july 2016. The patient has a known cardiac condition. The sample was tested using an non-siemens alternate technology with elevated results but of a lower numerical value. Siemens healthcare support center has evaluated the complaint and determined that the non-siemens alternate technology troponin t result represents a similar but separate analyte than troponin I. The two analytes will show similar responses to a cardiac condition however no numerical correlation exists and the actual results in ng/ml cannot be compared. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I (ctni) result was obtained on a patient sample on the dimension vista 1500 system. The high result was not reported to the physician. The sample was repeated on another dimension vista 1500 system and a similar result was obtained. The same sample was sent to another facility and a lower result was obtained on an alternate (non-siemens) methodology. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated troponin I (ctni) results. There was no report of adverse health consequences as a result of the discordant elevated troponin I (ctni) results.